Manufacturer narrative:
Batch review performed on 06 october 2020. Lot 176167: (B)(4) manufactured and released on 11-jan-2018. Expiration date: 2022-12-14. No anomalies found related to the problem. To date, (B)(4) of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the sphere insert flex right 11mm s2 with a sphere insert flex right 13mm s2 1 year and 3 months after primary. The surgery was completed successfully.